Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: the customer's address is unknown. (B)(6). Has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown .

Event description:
It was reported that unspecified bd¿ syringe was unable to deliver insulin. The following information was provided by the initial reporter: material no: unknown, batch no: unknown . It was reported that the needles are not good and do not let the insulin through. Verbatim: these needles are not good, lost about 10 percent because they don't let the insulin through.